Event description:
Pt was taken to the cath lab to perform cardioversion. Implantable defibrillator failed to read appropriate rhythm and created a dysrhythmia. Second defibrillator used but was unsuccessful in converting pt and pt expired.